Manufacturer narrative:
Date submitted: 07/29/2016. A device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no nonconformance reports related to the reported issue for the involved lot. No changes were identified that may impact the product/process related to the reported condition during a period of six months prior to manufacturing date. Quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. The product sample was received for analysis and investigation. Based on the picture with the complaint the catheter presents signs of use (blood and suture) before decontamination in mansfield. Visual inspection was performed and the venous adapter showed a crack on the thread pitch area. Manufacturing performed 100% inspection for cracked adapters per procedure. The reported condition has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that the adapter was more likely damaged during use and initial manipulation. The most probable root cause can be considered as misuse. A corrective and preventative action (CAPA) was opened to address this failure mode. No further corrective or preventive actions were required. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 10/23/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the adapter of the catheter has a crack in it. The patient was involved with no injury.

Manufacturer narrative:
An investigation was performed. This complaint has not been confirmed since the complaint sample was not returned to the manufacturing site for review. The device history record was reviewed and indicated that the product was release accomplishing all quality standards. Since the sample was not returned, there is not enough evidence to determine what could cause this event however a brainstorming was performed in order to identify the possible root causes for the failure luer adapter-cracked. The following potential causes were identified: incoming inspection not performed, in-process inspection not performed, defective material, malfunction, misuse and/or inattention. With the available information it is not possible to confirm the exact root cause for this issue. Corrective actions were not required. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per the procedure, manufacturing performs 100% visual inspection during production, which would identify cracked adapters in the catheter assembly. This complaint will be used for tracking and trending purposes.